Event description:
It was reported that prn luer slip adapter .75in inj site was damaged. The following information was provided by the initial reporter: this is a report about suspected product deterioration. The rubber part of prn adapter was discolored and hard. This might be due to storage conditions but we didn't use the complaint product from a safety standpoint.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 8/31/2021. H6: investigation: a device history review was conducted for lot number 7227138. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample that was submitted by the facility has been reviewed by our team of quality engineers. Based on their assessment of the discoloration, they were able to determine that the most likely root cause for this event is related to storage or transportation. Advanced aging such as this is most likely the result of exposure to extremely humid or otherwise oxidizing environments. Inspection of the retained samples for this lot did not exhibit any additional instances of this or any other observable non-conformances.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prn luer slip adapter .75in inj site was damaged. The following information was provided by the initial reporter: this is a report about suspected product deterioration. The rubber part of prn adapter was discolored and hard. This might be due to storage conditions but we didn't use the complaint product from a safety standpoint.